Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was unresponsive. In addition, it was reported that the pump shut down unexpectedly. The customer's blood glucose level was 160 mg/dl. Customer reverted to manual injections and declined to further troubleshoot with tandem technical support.